Event description:
It was reported that the implanted device malfunctioned. The doctor programmed the patient's device and the event was resolved. The patient outcome was unknown at the time of this report.

Manufacturer narrative:
(B)(4).